Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infraction). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during the index procedure. Approximately 14 weeks post the index procedure, the patient suffered an mi. No further details provided.